Event description:
On 1/31/97, a tech at the facility was splashed in the face when removing waste from the waste container. The tech had removed the waste line from the cap when the waste splashed her in the face. She was wearing a gown and gloves but did not have on face or eye protection when the incident occurred. The tech was treated prophylactically with erythromycin for three days to prevent infection. The tech had received the injections previously to prevent infection with hepatitis. The tech has remained well since the incident occurred, as of 2/18/97. The tech stated the waste container was full, but not to the top, at the time of the incident. The facility checked the waste container and waste line for proper fitting. Facility checked the waste container and waste line for proper fitting. He facility stated they believed the instrument was performing properly. The waste cap and waste line was replaced as a precautionary measure.